Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 4/22/2017. Device returned to manufacturer? Yes. Device evaluation: the lens was returned to the manufacturer for evaluation. The received lens was observed with viscoelastic residues and with some scratches in the optic zone. The haptics were observed bent. This condition of the lens is typical of a lens that has been removed. There was no complaint against the lens and the reported complaint could not be verified since this is a patient condition issue and as the customer stated the capsule tear was due to patient anatomy (no capsular support hence). Manufacturing record review: a manufacturing record review was performed and no non-conformance reports associated with this production order were found. The device was manufactured according to specification. The complaint history search revealed that no other complaint have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The lens was inserted and removed. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that the incision had to be enlarged on the left eye (os) of a male patient in order to remove the implanted intraocular lens (iol), model za9003 within the same surgical procedure. It was reported that the posterior capsule bag tore; however, it was confirmed that the capsule tear was due to patient anatomy issue and it was not related to the lens or any of the amo products. The doctor claimed that there was no capsular support hence, he had to do incision enlargement to remove the lens and vitrectomy was also performed. It was indicated that there was no replacement lens used and that the patient went home aphakic. No further information was provided.